Event description:
It was reported that at implant, a kink in the lead was noticed when suturing. The lead also failed to capture. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors and the proximal conductor had blood/body fluid (not obstructed). All insulators and the outer insulators were breached cut. Visual analysis noted the lead had apparent explant damage.